Event description:
A patient reported that it felt like her ipg had flipped and she was not feeling any stimulation. An x-ray was taken and it appeared that the leads had wrapped around the ipg and were out of the epidural space. The patient's physician wanted to revise the pocket but the precision system was explanted due to a systemic infection discovered by the patient's primary physician. The patient was reportedly doing well following the explant procedure.